Event description:
Had knee replacement left knee (B)(6) 2009; came loose redone (B)(6) 2011. Came loose again (B)(6) 2013 redone (B)(6) 2015 has come loose again. Pain never subsided after surgery. Had x-rays (B)(6) 2016. Dr indicated it had loosened scheduled for bone scan (B)(6) 2016. When is enough - enough?